Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the pacemaker exhibited diagnostic anomaly in which the atrial tachycardia/ atrial fibrillation (at/af) burden percentage was incorrectly displayed in the diagnostics summary. Suggestion was provided to clear the diagnostics summary; no changes or intervention were reported. The patient condition was not known.